Event description:
Reporter indicated she has been having constant coughing for the past eight to nine months which is causing her to have episodes of dyspnea and sleep loss, which is causing her to have increased seizures. The reporter stated the coughing is constant, and not just with vns stimulation. Attempts for further information from the treating neurologist are in progress.

Event description:
All attempts to the treating neurologist for further information have been unsuccessful to date.